Event description:
User reported a leak coming from their analyzer. The leak spread from behind the analyzer onto the floor. It is possible to walk in the area where the leak occurred. No one was injured and no patient samples were involved. The field service representative determined the cause to be a cracked pump head. The pump head was replaced and performance tests were performed.